Event description:
She was receiving results as high as 400mg/dl and the doctor increased her medications based on this information. She states that she obtained a result of 195mg/dl and two hours later read 64mg/dl on the doctor's device. She states that he device read 158mg/dl and doctor's device read 58mg/dl back to back. No quality controls were used. Requested return of suspect device and replacement was sent.